Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control had completed the repairs on the device as reported in initial MDR, however before leaving the customer site, physio observed that the device would not power on. Upon further troubleshooting, the device operated properly.physio further evaluated the customer's device and was unable to duplicate the reported issue. The user interface pcb, power pcb and battery wire harness were replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.physio was unable to determine the root cause.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.